Event description:
Ous MDR - it was reported that approximately 30 months after the implant oversensing was noted on this lead. The patient received an inappropriate shock. The lead was capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed the presence of noise on the rv- and on the ff-channel which led to shock delivery as reported in the complaint description. Furthermore the provided x-ray image was inspected. Apart from a deformation of the svc shock coil, which most likely occurred during an attempted extraction procedure or during the insertion of the new ventricular lead, the lead under complaint did not show any peculiarities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.